Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an device replacement procedure for normal eri, there were episodes of noise and oversensing on the right ventricular channel. The lead was explanted and replaced and the patient was in stable condition.